Manufacturer narrative:
Additional information received november 18, 2015. The product associated with batch 4k01505, in this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. On november 24, 2015 it was discovered that the expiration and manufacturing date was omitted from the initial MDR, MFR report # 1049092-2015-00164 submitted on march 20, 2015. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
An end user reported that her wafers are difficult to remove from her skin, as a result, her skin is tearing resulting in two small open areas around her stoma. She also described her skin as peeling off. She stated that she uses soap and water on edges of wafer to help soften before lifting.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. A convatec nurse discussed using adhesive remover wipes, protective barrier wipes, crusting technique with stomahesive powder and protective wipes and also recommended to the end user to leave the wafer on longer. No additional patient/vent details have been provided to date. Should additional info become available, a f/u report will be submitted. (B)(6).